Event description:
Additional information received reported that the first time the patient had the ins placed; it worked wonderfully for the patient until the battery wore out. At replacement, the leads were found to be fractured. Ever since then, the patient experienced a lot of pain in her hips and lower back.

Event description:
It was reported the patient¿s leads were discovered to have been fractured during their internal neurostimulator replacement. It was noted the patient had tailbone pain. It was reported the leads were then replaced a month after discovery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: n EU_unknown_lead, serial# unknown, implanted: (B)(6) 2008, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).